Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device failed operational check for leads ECG with an ECG cable failure inop. There was no patient involvement.